Manufacturer narrative:
One medfusion® 3500 syringe pump was returned for investigation. A visual inspected revealed the top case, bottom case, and both plunger cases to be cracked. A review of the pump's event history log confirmed the occurrence of a motor rate error. During flow testing, the reported error was unable to be duplicated. The root cause of the error was determined to be normal wear and tear. The complaint was confirmed.

Event description:
It was reported that a medfusion® 3500 syringe pump experienced a motor rate error. No injury was reported.